Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting noise resulting to episodes of noise reversion. Noise was reproduced when isometric exercises were performed. Programming interventions were made. The patient was asymptotic.